Event description:
It was reported that the user experienced recurrent hypoglycemia, particularly overnight, with device data showing a small glucose spike before bedtime on most nights and recent user behavior changes including skipping dinner insulin boluses and using a bedtime snack. Symptoms included low blood glucose to 53 mg/dl. Outcomes included oral carbohydrate treatment. Investigation included review of available device data and consideration of a device reset by clinical support. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.